Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medac, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent the primary surgery via tka for left knee oa with the insert 7mm in question. The surgery was completed successfully without any surgical delay. 1 week after the surgery, the insert in question came off. Attempted manual reduction was unsuccessful. On (B)(6) 2023, the revision surgery was done. After initial opening procedure, the following conditions were observed. - it was confirmed that the insert had rotated 90°. - her lateral collateral ligament was loose, and the tibial attachment of the patellar ligament was fractured avulsion. The tibial attachment of the patellar ligament was repaired with a high-strength suture. As a result of trial reduction with an insert trial, the tendency to prolapse was subsided with an insert of 12 mm thickness, so a 12 mm thick implant was re-replaced. The revision surgery was completed successfully without any surgical delay. As the cause of this event after primary surgery, it is possible that the flexion gap was loose during the primary surgery, but the selection of the insert with a thin 7mm made it easy to come off. In addition, the patient's delirium progressed after the primary surgery, and it is possible that the insert dislocated due to the unreasonable posture without being able to keep the restricted limb position. The surgeon also left the following comment: -although he has never experienced a prolapse when using lcs, he was also concerned about the impact of attune's implant design. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.